Event description:
Additional information was received that the device was reprogrammed to resolve the event.

Event description:
Additional information was received that additional episodes of pptwo occurred. Technical support was contacted and recommended reprogramming to resolved the event. The patient was stable.

Event description:
Additional information was received that the device was reprogrammed to resolve the event. The patient was stable.

Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwo) were observed on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.